Event description:
The device was used during a radical gastrectomy procedure. Reportedly, the staples did not form properly. No pt injury reported. The surgeon manually sutured to complete the procedure.